Event description:
The customer contact reported a tubing separation. Prior to pt use while priming the tubing set with an unspecified solution, the tubing separated from the male adapter. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.